Manufacturer narrative:
Upon device inspection it was observed that the distal tip of the device fractured- the inner threaded tip was intact. Device and complaint history records were reviewed for this lot, no relevant manufacturing issues or similar complaints were identified. Correspondence with the field representative suggests that the patient's bone was harder than normal. It is likely that screw insertion into hard bone may have placed a higher loading at the driver tip, resulting in the observed fracture. The cause of the reported event will be classified as 'patient factors issue'.

Event description:
It was reported that during intra-operative screw insertion, the tip of an ozark screwdriver broke. There were no adverse consequences to the patient. The procedure was completed successfully using an alternatively available device without surgical delay.

Event description:
It was reported that during intra-operative screw insertion, the tip of an ozark screwdriver broke. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay.